Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm the customer reported failure. The electrical continuity test passed. No physical damage was observed at the grip assembly. Cable cord of instrument was connected to generator without excessive force. Energy activation test was then conducted on system. No faults or error messages appeared during in-house testing. Wet paper towel was held between grips and began to smoke when seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. Performed grip force test on grips as additional testing, and it measured at 6.49 pound-force (lbf) in straight orientation, 6.04 lbf in yaw, and 5.9 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Electrode gap inspection was tested as an additional functional check. Electrode gap test passed. In addition, verified gap between grips was .002", which is within range of .001" and .007". The knife cut cleanly through test strip paper. The knife edges were not damaged. Cut test passed. The instrument was fully functional. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted procedure, the vessel sealer instrument would not cauterize properly and would not cut tissue without several attempts. While there was no report of any patient, harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer was not cauterizing properly and it would not cut the tissue without several attempts. The site used a backup vessel sealer to continue with the procedure. The planned surgical procedure was completed with no reported injury.